Event description:
The customer reported a ballooned silicone segment was found at upper fitment area during a normal saline infusion. There was no report of patient harm or medical intervention required. No further patient or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The set has been rec'd and the evaluation is pending. A f/u report will be submitted with failure investigation results once the evaluation has been completed.